Event description:
It was reported the subject device had a broken video connector which led to a scope communication error there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure could not be confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.